Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade unknown and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is capsular contracture baker grade unknown and seroma-late.

Event description:
Patient reported "pain", "stiffening" and "taking different shape" "seroma" as well as "patients dream became a nightmare." This for the left side. Device remains implanted.